Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 200-500mg/dl fasting. Verified the strips expire 12/15/2016. Customer confirms the strips have been properly stored and have been open for a week. Customer performed a back to back blood test and obtained 389mg/dl and 361mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concern with the results of 526mg/dl and the 340mg/dl that were taken back to back. Customer states that she would run a blood test and get 500/300/100mg/dl and she is also getting a lot of errors and wasting a lot of strips. Customer states that her diabetes is really bad , her sugar is out of control, she is a really bad diabetic. Customer is unable to see the time and date in the meters memory.